Event description:
The customer reported that the device kbl191, infinity anteromedial guide left 9/10 mm was being used on (B)(6) 2026 during an acl reconstruction and ¿the offset guide from the loaner set snapped in half today. 'Yeah the spade part popped right off while drilling the pin' from the surgeon.¿ per further assessment it was reported "the device broke in the joint while drilling the guide pin. The broken parts of the device were retrieved." There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date is 13 may 2026 the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.